Event description:
Ous MDR - after an estimated implantation time of 45 months, it was reported that the ICD could no longer be interrogated on the day following a shock delivery. The device was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned ICD was visually inspected after its receipt, no anomalies were discovered. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. The memory content of the device could therefore no longer be read. In a next step, the ICD was opened, and the internal structure was examined. A damaged final shock stage of the electronic module was identified in the process. This damage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and, subsequently, to a discharge of the battery and the resulting impossibility to interrogate the ICD. There were no sparkover traces or short-circuits that could be related to the clinical observation either within the ICD or in the connection system. The low-ohmic shock path clearly resulted from an external short-circuit. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation that lead to a contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Summary: the analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. The damage to the final shock stage led to a complete discharge of the battery, which resulted in the clinical observation. This is not a device malfunction.